Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 330 mg/dl. Insulin injections were administered to address the bg level. The customer did not known the cause of the high bg. Tandem technical support assisted the customer with changing and inserting a new cannula. The customer declined tandem technical support's offer to troubleshoot.